Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was implanted on (B)(6) 2015 during a pelvic floor reconstruction procedure. According to the complainant, on (B)(6) 2016, the patient had difficulty emptying her bladder. No treatment was given and the event has not yet resolved.